Manufacturer narrative:
Product analysis: the device remains implanted and will not be returned, therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a left bundle branch block (lbbb) was noted. Four days post valve implant, complete heart block was noted. A non-medtronic permanent pacemaker was implanted. During the pacemaker implant procedure, the patient aspirated and expired.